Event description:
It was reported that the customer's pump case would not clip securely. Subsequently, the pump case fell, causing the pump touch screen to be cracked, unresponsive and unreadable. Customer¿s blood glucose level was 140 mg/dl. The customer reverted to an alternate method in insulin therapy.